Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and "implant is collapsed in the cavity and there is surrounding fluid".

Event description:
Patient reported right side rupture. An ultrasound reported "implant is collapsed in the cavity and there is surrounding fluid". Device has been explanted.

Event description:
Patient reported right side rupture. An ultrasound reported "implant is collapsed in the cavity and there is surrounding fluid". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified a device rupture, with white biological tissue, red particles on the surface of the device, labeled right side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.